Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and verified the reported malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb), upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that during patient use, an 840 ventilator stopped cycling. There was no reported patient injury.